Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported pain with the presence of purulent discharge at the evoke closed loop stimulator (cls) implant site. A blood test and computed tomography (CT) scan confirmed the infection. The evoke scs system was explanted and antibiotics were administered to resolve the reported event. The evoke scs system was confirmed to be functioning as intended prior to the explant.